Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed the customer experience of bending rubber glue displaced from the device. The investigation found that the insertion tube was buckled near the bending section glue, with a crack found in the bending section glue. Probable cause is inadequate maintenance of the device to address wear and tear. As a preventive measure, the instruction manual has directions for pre-procedure inspection of the insertion section for dents, peeling, detached parts, protrusions, and other abnormalities. The instruction manual also has warnings and cautions for preventing mechanical damage, such as not twisting or bending the bending section manually, and not squeezing the bending section.

Event description:
Olympus was informed that towards the end of an endobronchial ultrasound procedure, the clinician noted on the video monitor that a single 2 mm piece of firm, irregular black material had fallen into the patient. It was reported that the material was bending rubber glue from the endoscope. The piece was successfully retrieved, and the procedure was completed with the same scope and no adverse patient event.